Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported patient allegation of recurring incontinence was most likely caused by the pinhole tear identified in the cuff shell as this would cause the cuff to leak resulting in the cuff to malfunction and not provide the desired incontinence result. Technical analysis: the cuff and pump was returned for analysis to our post market quality assurance laboratory. Visual examination of the cuff identified a pinhole tear in the cuff shell that is consistent with wear at a fold in the cuff. The cuff was functionally tested and there were no other malfunctions were identified. The pump was visually inspected and functionally tested and there were no pump malfunctions or damage observed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, . Additionally, the reported events do not contain an allegation against the labeling. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a return of incontinence when the patient coughed or picked up heavy objects requiring the patient to use pads. The 4.0cm aus cuff and balloon was explanted and replaced with a new 3.5cm aus cuff and balloon. The patient was better following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a return of incontinence when the patient coughed or picked up heavy objects requiring the patient to use pads. The 4.0cm aus cuff and balloon was explanted and replaced with a new 3.5cm aus cuff and balloon. The patient was better following the procedure.